Manufacturer narrative:
Additional information received: d.4. Medical device lot #: 8198210 d.4. Medical device expiration date: 2021-09-01 h.4. Device manufacture date: 2018-09-19 h3 other text : see section h.10.

Event description:
It was reported that before use of the bd intima¿-ii 24gax0.75in mz slm npvc there was leakage at the site between mz on the y-port. There were six catheters with this condition. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at connection site between mz on the y-port of the intima-ii le and the straight line infusion set issue was noticed during priming defective product didn¿t used on products.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd intima¿-ii 24ga x 0.75 in mz slm npvc there was leakage at the site between mz on the y-port. There were six catheters with this condition. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage at connection site between mz on the y-port of the intima-ii le and the straight line infusion set issue was noticed during priming defective product didn¿t used on products.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198210. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10.

Event description:
It was reported that before use of the bd intima¿-ii 24gax0.75in mz slm npvc there was leakage at the site between mz on the y-port. There were six catheters with this condition. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at connection site between mz on the y-port of the intima-ii le and the straight line infusion set issue was noticed during priming defective product didn¿t used on products.